Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal swab sample. Repeat testing was performed on the same day using the ID now and generated a negative result. The customer stated that the patient was "good." No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m146047 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot m146047 and met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146047 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.